Event description:
It was reported that the patient's pump was revised again in 2009, due to the pump being loose in the pocket. See also manufacturer's report#: 3007566237-2009-08710. The patient was dismissed as a patient following the second revision and was now working with a different clinic.